Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.8 mmol/l, 11.8 mmol/l, 10.9 mmol/l, 8.8 mmol/l and 10.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle insulinx meter was reviewed and the DHR showed the freestyle insulinx meter passed all tests prior to release. Dhrs for all freestyle strips within expiration at the time of complaint were reviewed and the DHR review showed that there were no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was performed for the reported complaint and freestyle test strips. No further track and trend review was required due to a low confirmation rate. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.8 mmol/l, 11.8 mmol/l, 10.9 mmol/l, 8.8 mmol/l and 10.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.